Manufacturer narrative:
Device evaluated by MFR.: a gladiator device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 34mm in length and extended from a position 2mm proximal of the proximal markerband to 6mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. A 5.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation before reaching the maximum pressure, the balloon ruptured. No patient complications were reported. It was further reported that the 75% stenosed target lesion was located in the tortuous right upper arm arteriovenous shunt. The balloon was ruptured during initial inflation at 12 atmospheres for about 15 seconds. The device was removed from the body over the guidewire and the procedure was completed with another of the same device.

Event description:
It was reported, that balloon rupture occurred. A 5.0 x 40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation before reaching the maximum pressure, the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
(B3) date of event: used the first day of the month of the bsc aware date as event. Date was not provided.